Manufacturer narrative:
It was reported to arjo representative on (B)(6) 2019 that there was an incident with the involvement of maxi 500 passive floor lift and passive clip sling. It was stated that during middle phase of patient's transfer the resident became rigid and had a spasm. As the consequence of unexpected patient movement, resident's weight was shifted to the right side. Patient slipped out of the sling and hit one of the lift leg's on the way down. During the incident, the sling was completely attached to the spreader bar and was supporting 100% of the resident's load - none of the clips detached from the lift spreader bar. Following information provided: "both the director of maintenance and the director of nursing believe that the incident happened because of user error". It was also mentioned that "it may have been possible that the sling was not properly positioned and adjusted to the patient when the event occurred". After the event the device evaluation was conducted by arjo qualified representative. Beside scratches on the chassis, there were no malfunction found within the lift that could have caused or contributed to the alleged event. Device was working as intended. Sling in question was not tested during technician visit at customer site. However, visual evaluation of its revealed that it was in overall good condition with unreadable label found. After the incident the sling in question has been withdrawn form use. Two factors have been identified that may lead to a person sliding out from the sling: used sling had inappropriate size (several sizes off), a wrong application of the sling (e.g.: wrong type of the sling used, wrong position of the resident/patient arms). The sling instruction for use (04. Sc.00-int1_2) indicates the proper procedure of sling attachment to the spreader bar. It also describes step by step how to choose the correct size of a sling. There are also crucial warnings provided: "the right type and size of sling should be used after proper assessment of each patient size, condition and type of lifting situation." "To avoid injury, make sure the patient's arms are placed inside of the sling." "To avoid injury, always assess the resident prior to use." The resident was suffering from a spasm at the time of the incident. In accordance with the device labeling, patients with spasm can be lifted, but great care should be taken to support the resident's legs. "Resident with spasm can be lifted, but great care should be taken to support the resident's legs." Nevertheless, incorrect patient positioning in the sling in combination with spasm suffered by resident could have contributed to the outcome of the reported event, which corresponds to the statement provided by the facility - slipped out of sling due to an use error. To sum up, allegedly, arjo passive floor lift and passive clip sling were used as a system for patient transfer when resident slipped out of a device. There were no abnormalities found within the lift or the sling that could have contributed to the event. However, patient fell of the sling so the system did not work as intended. We decided to report this complaint to the competent authorities due to the fact that during transfer patient fell of the sling and sustained serious injury.

Event description:
It was reported to arjo representative on (B)(6) 2019 that there was an incident with the involvement of maxi 500 passive floor lift and passive clip sling. It was stated that during middle phase of patient's transfer the resident became rigid and had a spasm. As the consequence of unexpected patient movement, resident's weight was shifted to the right side. Patient slipped out of the sling and hit one of the lift leg's on the way down. During the incident, the sling was completely attached to the spreader bar and was supporting 100% of the resident's load - none of the clips detached from the lift spreader bar.

Manufacturer narrative:
Collecting information is ongoing. Arjo qualified representative evaluated both lift and the sling involved in the event. Visual inspection revealed that both devices were in good overall condition. Sling has been also taken out of service. Additional information will be provided upon investigation conclusions.

Event description:
It was reported to arjo representative on (B)(6) 2019 that there was the incident with the involvement of maxi move passive floor lift and massive clip sling. It was stated that during the middle phase of transfer the resident became rigid and had spasm which caused that patient's weight was shifted to the right side. As the consequence of the event patient slipped out of the sling and hit one of the lift leg's on her way down. Following information provided none of the clips detached from the lift spreader bar. It was also reported that patient sustained laceration to the skin behind the right ear. Resident went to the hospital where staples were applied. It remains unknown whether patient has already left the hospital.